Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via email that before a meniscus surgery when the box was opened it was found that the package of the vapr s90 4.0mm w/integr hdp -ea was opened. The surgeon was to opened another device for the procedure. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriat. H10 additional narrative: correction: g5: PMA/ 510(k): the 510(k) has been updated to reflect the correct information. Investigation summary: according to the information provided that opening the box, it was found the opened packaging. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was not provided according to the complaint. Upon visual inspection of the photo the device was not inside the package, it cannot be determined if the package was damaged. Hands on complaint device should provide more evidence to be able to discern a root cause, however, device reported was not returned. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number u1903148, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: subsequent follow-up with the customer, additional information was received. It was reported that there was no surgical delay as another device was opened at that time of the event to complete the case satisfactorily.